Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed "unusual resistance" was felt and the suture "snapped." Additionally, the non-rail suture did not present with the anterior needle. The foot was parked and the device partially withdrawn to harvest the sutures. There was slight increased resistance on withdrawing the device to this position. When the sutures were withdrawn, the white tipped suture had some additional suture material loosely adherent to its tip. The other suture appeared to have snapped at a point where it was tightly coiled, at the point where the pre-formed knot would be expected. The suture had free movement through the vessel wall but was removed. An angio-seal was used to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.